Manufacturer narrative:
Updated blocks: b5, d9, d10, e1, h3 and h6. The field service representative (fsr) could not duplicate the reported complaint. The fsr reviewed the data log and found multiple oxygen (o2) sensor and blender not getting the same reading errors. The o2 sensor was replaced the release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
Additional information received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. The team attempted multiple calibrations, but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the electronic patient gas system (epgs) would randomly request recalibration. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.